Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in new zealand. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. Not able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery the unit was not functioning. During investigation it was found the unit was not cutting properly. Patient impact is unknown. Due diligence is complete. No additional information is available.